Event description:
During a ptci procedure in a cx lesion, multiple techniques and multiple products were used over the iron man guide wire to treat the highly resistant lesion. Another co's stent was eventually deployed but resistance was met between the lesion and the delivery system upon removal. The entire system was removed as a whole and it was then noted that the iron man guide wire tip had detached and was left in the artery. Attempts to remove the guide wire tip were unsuccessful.